Event description:
It was reported that a patient had an MRI performed. A motor stall occurred at 11:22am, but the motor stall did not recover as of 3:05pm. The medication used within the system was lioresal 2000 mcg/ml at 238 mcg/day. The patient was noted to be doing fine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
A healthcare provider later reported that the motor stall did recover within two hours. Telemetry strips were not available. The patient never had symptoms, and they were receiving effective therapy.

Manufacturer narrative:
(B)(4).